Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The peritonitis event was reportedly hospital acquired, but likely was the result of some touch contamination event either pre or post hospitalization. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis. Should additional information become available, please resubmit for a clinical review and the clinical investigation will be re-evaluated/updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius customer service to cancel their regularly scheduled delivery of supplies due to being hospitalized for a pd-related issue. No additional details were provided. Additional information was provided through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 due to weakness, fever, and generalized pain. The patient was in active treatment utilizing the cycler at the time of the event. No issues were reported with the cycler or the treatment. The patient was diagnosed with a bacterial infection (unspecified) which was later confirmed to be peritonitis. The patient¿s culture results were positive for staphylococcus epidermidis. The peritonitis was classified as hospital acquired. The patient¿s antibiotic therapy was not provided. The patient remains in the hospital. The patient had a fall (unrelated to pd therapy) over a month prior to the hospitalization which resulted in the patient¿s deterioration in health condition. The hospitalization was not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient has changed modality to hemodialysis (hd).